Manufacturer narrative:
This case is still under investigation by the manufacturing plant. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by parcus or its employees that the report constitutes an admission that the device, parcus, or its employees caused or contributed to a potential patient event documented on this report. On 16may2024, it was reported to parcus that during use of a propass suture passer, the surgeon had difficulty deploying the needle while performing a procedure on a patient of unknown age and demographics shoulder. When the surgeon deployed the needle, the needle reportedly protruded in an unanticipated direction. When the surgeon inspected the needle, it was reported that the needle had broken off in the patient's subacromial space in the shoulder and the needle fragment was reportedly not recovered by the surgeon. There was no negative patient impact reported. There was a 20-minute delay in the procedure reported. There was no report of any unusual appearance with the device prior to use. The current status of the patient is unknown. Additional information was solicited.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by parcus or its employees that the report constitutes an admission that the device, parcus, or its employees caused or contributed to a potential patient event documented on this report. On 16may2024 it was reported to parcus that during use of a propass suture passer, the surgeon had difficulty deploying the needle while performing a procedure on a patient of unknown age and demographics shoulder. When the surgeon deployed the needle, the needle reportedly protruded in an unanticipated direction. When the surgeon inspected the needle, it was reported that the needle had broken off in the patient's subacromial space in the shoulder and the needle fragment was reportedly not recovered by the surgeon. There was no negative patient impact reported. There was a 20-minute delay in the procedure reported. There was no report of any unusual appearance with the device prior to use. The current status of the patient is unknown. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation by the manufacturing plant. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. . Supplemental report: the reported event is confirmed. The device was returned to parcus for analysis. The cause of the reported event could not be established. However, engineering assessment concluded that a plausible cause is that too much force was used (two hands)when deploying the needle which resulted in the needle exiting the end of the jaw. However, there is no objective evidence to make use error the cause of the reported event. The returned device did function as intended when attempting to duplicate the event. The batch record was reviewed. There was no nonconformances related to the reported event. The lot was manufactured and released to applicable procedures and specifications. A retrospective review of all nonconformances for this product was performed. There were no nonconformances associated with the part number. A supplemental report will be submitted upon receipt of new and relevant information. The reported event will continue to be monitored and trended for future analysis.